Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a bleeding sore underneath the front therapy electrode. The patient's physician instructed the patient to remove the lifevest to allow the sore to heal. The patient's medical outcome is unknown.